Event description:
It was reported that the pump battery would not charge, despite various troubleshooting attempts such as using a different wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.